Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted seven loss of prime warnings in ten days. The reporter was allegedly disconnecting and priming successfully after each warning. During troubleshooting, the reporter was instructed to change to a cartridge from a different box and contact animas if the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.